Event description:
A third party service agent contacted physio control to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was evaluated by physio control and reported issue was verified. It was observed that the filter fl36 on the digital pcb assembly has electrical leakage resulting in batteries depleting too soon. The device was destructively tested. Customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.